Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent a removal surgery with the extraction shaft. During the removal of a screw the surgeon had difficulty in removing the screw because he could not engage the extraction shaft to the screw head. The surgeon managed to remove the screw with the extraction screw and the surgery was completed successfully with a thirty (30) minute delay. Concomitant device reported: unknown screw (part#unknown, lot#unknown, quantity 1) this report is for one (1) extraction shaft f/4.5mm ti multiloc screws/quick coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part: 03.019.010, lot: 9768334, manufacturing site: hägendorf, release to warehouse date: 28. Dec. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary visual inspection: the received extraction shaft is in a very used condition, there are wear marks, like scratches and nicks all over the instrument. Both pins at the forefront are deformed due to compressed material at the edges. Due to deformed pins is a proper insertion of the extraction screw not possible anymore, therefore is the complaint rated as confirmed. Investigation conclusion: after a visual inspection per guidance provided, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.